Manufacturer narrative:
Date of event: exact date unknown, event occurred for more than 3 months from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5122927; product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 347092.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein only one lead was replaced and the ipg. All explanted devices were not returned due to facility policy.